Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. Customer does not recall any significant events leading to the error. Customer's blood glucose was 146 mg/dl at the time of incident. Troubleshooting was done for battery and advised customer to clean battery caps and reinstall new battery. However, the failed battery test alarm occurred again. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test noted. However, the insulin pump was received with severely scratched display window noted, cracked battery tube thread, cracked reservoir tube lip and cracked case near the display window corners.